Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number, and expiration date. Implant date. Initial reporter information. 510k number. Device manufacture date.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. A revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.